Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years and eleven months following the implant of this transcatheter bioprosthetic valve, a non-medtronic valve was implanted due to moderate central aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the gradient at the time of the initial implant was 44 mmhg. The replacement non-medtronic valve was successful at reducing the gradient. The current gradient measurement is 11 mmhg. It was reported that the patient's ejection fraction (ef) remained low. The ef was low, prior to the valve in valve procedure. No additional adverse patient effects were reported. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that at the time of the initial medtronic transcatheter implant, a higher than expected gradient was reported. The gradient was treated with a trial of anticoagulation medication. The medication had no significant effect on the gradient and the patient was not tolerating the medication well, therefore the physician made the decision to discontinue the anticoagulation medication. Over the next six years, the gradient had increased. The gradient prior to the intervention was reported as approximately 37-40 mmhg with a velocity of greater than 4 m/sec. The patient also had mild to moderate paravalvular leak (pvl), which was unchanged. A non-medtronic transcatheter valve was implanted, valve in valve. No additional adverse patient effects were reported. Updated b3. Updated b5. Updated e. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.